Manufacturer narrative:
A steam pop and pericardial effusion occurred. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record (DHR) was unable to be reviewed since a lot number was not provided. Based on the information received, the cause of the reported steam pop and pericardial effusion was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a cavotricuspid isthmus ablation for an atypical flutter, a steam pop and pericardial effusion occurred. While using a dragging method for ablation, five rounds of ablation were performed between 40 seconds and two minutes. On the fifth session, a steam pop occurred. Ablation was stopped and the patient became hypotensive. Ice revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with the device.